Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product: palacos r radiopaque bone cement catalog # 00-1112-140-01 lot # 84624544 qty: 2.

Event description:
From additional information received, it was reported that the patient underwent manipulation under anesthesia due to limited range of motion two months post operative. Subsequently, the patient revised patella prosthesis due to significant overgrowth, capsule was debrided due to thickened appearance and medial and lateral release to increase flexion.

Manufacturer narrative:
(B)(4). Medical product-vanguard cr ilok femoral catalog# 183006 lot# j3910141, biomet cc cruciate tray catalog# 141232 lot# j3846526, vanguard as bearing catalog# 189040 lot# 312810. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to elevated bacteria levels four months post implantation. Only the patella was removed and replaced.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was not confirmed as no devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined as product was sterilized and it is unknown if the elevated endo-toxin levels resulted in the elevated bacteria levels. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The revision was confirmed, but the infection was not confirmed. The additional information does not affect the root cause. Medical record review indicates that the patient had right total knee arthroplasty on (B)(6) 2017 due to severe degenerative arthritis. Manipulation was performed on (B)(6) 2017 due to limited rom. Patient underwent arthrotomy procedure, revised patellar component due to significant overgrowth, capsule was debrided due to thickened appearance and medial & lateral release to increase flexion on (B)(6) 2017. No final culture results indicating infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.